Manufacturer narrative:
On 26-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the patient experienced cardiac tamponade that required pericardiocentesis. First, vizigo sheath was replaced due to suspected defect. After the puncture, it was confirmed by the sound star eco catheter that there was no effusion, and the septal puncture procedure was started. Brockenbrough method (bb) was performed with a wire from another company (synaptic accusafe), which was used for the first time on (B)(6) 2024, but the needle had come out without being able to confirm the fossa tent. After that, the vizigo sheath was inserted into the patient's body, but the physician pointed out that blood could not be removed from the vizigo sheath. After that, blood was removed, but a product defect was suspected and the sheath was replaced. Bb was performed again with the same wire. The wire did not pass through well, and bb was performed with rf needle. Then, pre map was obtained and rpvi (right pulmonary vein isolation) was started., during with a pericardial effusion was observed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record evaluation was performed for the finished device number lot 60000284 and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). The thermocool® smart touch® sf bi-directional navigation catheter was reported in manufacturer report number 2029046-2024-00418.

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath small and the patient experienced cardiac tamponade that required pericardiocentesis. First, vizigo sheath was replaced due to suspected defect. After the puncture, it was confirmed by the sound star eco catheter that there was no effusion, and the septal puncture procedure was started. Brockenbrough method (bb) was performed with a wire from another company ((B)(4)), which was used for the first time on (B)(6), 2024, but the needle had come out without being able to confirm the fossa tent. After that, the vizigo sheath was inserted into the patient's body, but the physician pointed out that blood could not be removed from the vizigo sheath. After that, blood was removed, but a product defect was suspected and the sheath was replaced. Bb was performed again with the same wire. The wire did not pass through well, and bb was performed with rf needle. Then, pre map was obtained and rpvi (right pulmonary vein isolation) was started., during with a pericardial effusion was observed. The physician's opinion on the relationship between the event and the product was that it was not a problem with vizigo or any of the bwi devices, but with physician's own technique, as it was a septal puncture using an unfamiliar device. This report is only for the suspected defect in the vizigo sheath. Details regarding the cardiac tamponade have been sent in a separate report for the thermocool smarttouch.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number: (B)(4) has 2 reports. E1: initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.